Event description:
Additional corrected information received 04sep2024: patient age and date of event correction.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrections: a2 / b3 investigation evaluation it was reported that a 'cook bakri postpartum balloon with rapid instillation components' was leaking at the inflation hub/valve. Following a cesarean section, the patient experienced a blood loss of approximately 600ml, secondary to uterine atony. The device was placed transabdominally, the uterus was sutured, and the device was filled with 400ml of fluid and hemostasis was achieved. Approximately 2 hours later, leakage was noted at the inflation hub. The user applied adhesive tape to the leaking section of the device. The patient had approximately 200ml additional blood loss following device use; total estimated blood loss was 800ml. The patient was hemodynamically stable. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device was also conducted. One, used, 'cook bakri postpartum balloon with rapid instillation components' was returned for investigation without package or label; the balloon was inflated with water, and no leakage was observed at the inflation hub or in the balloon. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed one other related complaints associated with the failure mode for the complaint device lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: - "how supplied: upon removal from the package, inspect the product to ensure no damage has occurred." The complaint was confirmed based on customer testimony. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a 'cook bakri postpartum balloon with rapid instillation components' was leaking at the inflation hub/valve. Following a cesarean section, the patient experienced a blood loss of approximately 600ml, secondary to uterine atony. The device was placed transabdominally, the uterus was sutured, and the device was filled with 400ml of fluid and hemostasis was achieved. Approximately 2 hours later, leakage was noted at the inflation hub. The user applied adhesive tape to the leaking section of the device. The patient had approximately 200ml additional blood loss following device use; total estimated blood loss was 800ml. The patient was hemodynamically stable. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D4: model # = gpn # e3: customer occupation = unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.